Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
It was reported that they were not able to advance it. Had a lot of resistance although the vessel was opened at the proximal end, and the device actually crumpled to itself. No complications, patient is fine. They had to open up a new one and advance it. They were able to advance the new one and finish the case. On 10aug2018: as per additional information received, like an accordion. Crumbled. It had to come out with the wire. I did notice the wire might have kinked in the body from all the pushing. It appeared. Distal to the tip. He was also not able to pull it out off of the wire. Once he pulled everything out altogether, he forcefully pulled the wire out and threw it away. On 14aug2018: additional information received reporting that it was a jetstream catheter that crumbled to itself. The jetstream stuck on the wire inside the patient. Once the physician pulled everything out altogether, the wire was forcefully pulled out of the jetstream and thrown away. They also had rota glide in the saline bag. Not able to retrieve the lot number of the wire.